Manufacturer narrative:
(B)(4).

Event description:
On the initial MDR it was reported that for a 24 hour period there was only data for approximately 10 to 12 hours. Upon further review of the complaint, it has learned that the patient reported that he saw a "???" For 12 hours on the screen and the duration of the "???" Is irrelevant. Therefore, this is a non-reportable event.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, for a 24 hour period there was only data for approximately 10 to 12 hours. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.